Event description:
The hcp reported that shortly after implanting an interstim system, the pt developed a multiresistant staphylococcus aureus infection of the device pocket. The pt was treated with IV antibiotics and the device systemexplanted. The infection was reported as resolved.